Manufacturer narrative:
Evaluation summary: moderate host tissue is evident. Cuts in the sewing fabric are detected. No other inconsistencies noted or in the x-ray.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the catheter was unable to pace after the catheter was inserted. There were no patient complications reported.

Event description:
Major pump unit(s) involved: drive unit failure;ivad sensor wire.specific component(s) involved: fractured ivad sensor wire;causative or contributing factor: no specific contributing cause identified.intervention(s): kept patient in fixed mode/download info and submit to thoratec;type: lvad.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 35.9 months. In 2009 through follow-up with the healthcare provider), it was learned that the device was explanted due to mitral regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.